Manufacturer narrative:
Per (B)(4) initial FDA report. The following information was requested from the reporter: pre-revision and post primary x-rays, operative notes (primary and revision), patient activity level, weight and medical history. Did the patient follow the correct post-op protocol? An update on the patient post revision. However, the reporter confirmed that no additional information could be provided. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after 5 months due to infection.